Event description:
It was reported that the customer passed away. The caller stated that the customer was wearing the insulin pump at the time of death, and his blood glucose reading was 1092 mg/dl. The caller felt that the insulin pump had not been delivered insulin. The caller stated that the customer had been experiencing unexplained high blood glucose levels ever since getting the insulin pump replaced in (B)(6) 2011. She stated that the tubing would sometimes get tangled, and the insulin pump would alarm no delivery. Other times, the customer would have unexplained high blood glucose levels. The caller also reported that the customer had been hospitalized twice due to high blood glucose levels earlier in the year. The only date given was (B)(6) 2011. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also (B)(6) for the hospitalizations.